Manufacturer narrative:
On (B)(6) 2016, the technical support specialist (tss), suggested the customer to perform a precision study with high calibration 1:10 dilution. The customer faxed the precision using cal 6 for e2 with 1:10. Ten samples were run and 2 were short sample. The customer repeated and still got a short sample. The customer stated that sufficient volume was available. The customer was informed that they may have sampling issues. The preventive maintenance was being pushed back because the customer upgraded to an aia-900. Instrument was deinstalled and replaced by a aia-900. Probable cause for the event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 the customer reported getting low to high results on aia-600ii. A single e2 sample was run on (B)(6) 2016 with a result of 1969 pg/ml. On (B)(6) 2016, the same patient with a new sample was run on the analyzer performing 1:10 dilution with a result of 2000 pg/ml. The customer is reporting discrepant results. The representative from the technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant results.